Manufacturer narrative:
(B)(4). A follow-up is being generated to submit an MDR reclassifying the event as a malfunction. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor. Device received in two pieces. Catheter and wires stretched and broken 3cms from connector. Internal catheter wires exposed. Suture attached to catheter body. No testing was possible. Mfg. Date 4/23/12. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
This is what the surgeon reports: "after the microsensor icp transducer was implanted in the parenchyma, during staff was medicating the patient, the transducer broke. It broke at 5 cm from the connection with the grey cable connected with the icp-express. Surgeon and his staff didn't apply any particular pressure on the device." Considering the device was broken, surgeon decided to remove it from the patient. Once it was removed, the staff tried to break it in another side, in order to understand if the device was particularly breakable. In the end, the device broke again, more or less at 10 cm from the connection with the grey cable, but this time it was necessary a great effort to break it. Please note surgeon preferred to not implant a new device into the patient. There was not any adverse reaction on patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated to submit an MDR reclassifying the event as a malfunction.